Manufacturer narrative:
(B)(4).

Event description:
It was reported that an alert for high, out of range, hv lead impedance was observed via remote transmission. Device remains implanted. A follow-up was scheduled for further assessment.